Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric septation, all standard procedures for using the reload was done, but it did not fire, it was locked. A new device was used to complete the case. There was no patient injury.